Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a mesh revision surgery on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat symptomatic stress urinary incontinence, a symptomatic stage 2 cystocele, and a symptomatic stage 3 rectocele. The patient underwent the concurrent procedures of anterior and posterior colporrhaphy, enterocele repair, and cystoscopy during mesh implantation.

Manufacturer narrative:
Resubmission with the correct file number . In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent a mesh revision on (B)(6) 2007 and (B)(6) 2007, due to mesh erosion. No additional information was provided.